Event description:
The hospital reported that during preparation for the endovascular vein harvesting procedure, the dissecting tips fell apart for 2 kits. The devices were not used on the patient, and a replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The customer returned the vh-2000 kit, however, the dissection tip was not included in the shipment. Since the complaint was directed at the vh-1114 dissection tip, and the tip was not returned to guidant cardiac surgery, it will be difficult to confirm the reported problem.